Manufacturer narrative:
Device explanted on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device went from 1 percent battery on (B)(6) 2023 to eos on (B)(6) 2023. Change out was recommended as soon as possible. Device currently remains implanted. Should additional information be received, this file will be updated.